Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: the most probable root cause is user error: improper initial implant size selection, using too long of an implant or not installing the implant deep enough across the si joint. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later reported continued pain symptoms. The surgeon determined that the superior positioned implant was slightly too proud of the ilium and irritating the surrounding tissue. In (B)(6) 2020, the surgeon performed an open procedure where he removed a portion of the psis and a small bit of the proximal end of the superior positioned implant with a burr. He then packed the joint with bone graft and closed. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.